Manufacturer narrative:
Investigation confirmed fault and noted evidence of glue residue preventing the device from operating properly.

Event description:
User reported that the centrifugal pump driver failed to spin the pump head. While there was no patient harm, spectrum medical considers this type of event to be reportable.